Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the blood glucose levels ranged from over 500 mg/dl with symptoms of headache, thirst, ketones, stomachache and to as low as 32 mg/dl with reported headache, weakness, and dizziness related to keypad tactile change/unresponsive issues. The reporter indicated that the keypad issue resulted in both over and under delivery of insulin. This report is made based on the allegation that the patient experienced both hyper and hypoglycemia related to a keypad tactile changes/unresponsive issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2014 with the following findings: the pump keypad cover was observed to be intact. The keypad buttons were tested and the keypad buttons were found to be responding appropriately to presses. The pump keypad was removed and there were no button contact defects observed. Unrelated to the complaint, the pump battery cap was unable to tighten to the pump due to a battery cap slot defect. A test battery cap was used for testing.